Event description:
The company representative (rep) reported a month later that the patient was seen in clinic again to see if there was anything else that could be done to bring the battery back to life after the power on reset (por), as the patient had been trying to pull it out at home on the countdown clock. As we had not seen this the consultant wanted someone to see it happen. On interrogation, the recharger showed a por had occurred and the rep was then able to progress through to the recharge screen by pressing the green charge button. On interrogation with the clinician programmer, the rep couldn't get in to the battery as there was not enough charge. The clinician programmer read "battery is discharged - charge immediately." The patient was left to charge for a while in clinic for about 30 minutes, but not enough charge was on the battery. The patient was sent home to charge for significant periods to get some life into the battery so we can then clear the por with a clinician programmer. It was noted that the patient was getting 6 bars of charge.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that the implantable neurostimulator (ins) was overdischarged after about two months of not being charged. The cause of the event was the patient not charging the ins. Five physician mode recharges (pmr) were tried. The ins was implanted and out of service. No intervention was taken, but surgical intervention to replace the ins was planned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.